Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the emergency room after receiving shocks. The shocks were due to over-sensed noise of the ventricular lead. Therapies were turned off while the cause of the noise was investigated. The patient was given an external defibrillator. On (B)(6) 2019, the patient presented for lead revision. The right ventricular lead was explanted and replaced. Patient was stable post procedure.